Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use, the device exhibited a b30 error message. There was no patient involvement on this report. No user harm or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. Please see updated sections: g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Device was not returned for investigation. The b30 error occurs when the communication for transmitting the scope side data to the cv side at the time of scope connection cannot be completed normally. It was presumed that the communication was inhibited due to the contamination and indication attached to the scope connection junction, which likely resulted in the b30 error. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor complaints for this device.